Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. A blood patch was done twice. The patient went into acute renal failure because of dehydration from nausea and vomiting. The patient also experienced a headache. The event occurred post-operatively. The patient status at the time of this event was indicated to be ¿alive-no injury.¿ the device system was used to deliver baclofen. It was later reported that the cause of the leak was unknown. The blood patch resolved the leak. The renal failure was not device related. As of (B)(6) 2014, the patient was doing very well and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).